Event description:
Caller reported receiving a minimum fill notification. There was no adverse impact to the customer's blood glucose level. After following instructions from technical support, including removing the pump from its case and cleaning the pneumatic tap area, the caller successfully reloaded the same cartridge and resumed insulin delivery.